Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2006 and an initial left total hip arthroplasty on (B)(6) 2006. Patient alleges pain, metal shavings, squeaking, enlarged spleen, and fluid build-up. No revision procedure has occurred to date. Additional information received in patient medical records revealed revision procedures were performed on (B)(6) 2014 and (B)(6) 2014. It is unknown which side was revised on which date. Additional information received reported patient underwent a left hip revision on (B)(6) 2014 due to metallosis, elevated metal ion levels and squeaking. During the procedure, the head was removed, and a head and liner were implanted. Operative notes received noted grey stained tissue and dark grey fluid. Patient underwent right hip revision on (B)(6) 2014 due to metallosis and elevated metal ion levels. During the procedure, the head was removed, and a head and liner were implanted. Operative notes received noted grey stained tissue and that the cup was well fixed.

Event description:
It was reported that patient underwent bilateral total hip arthroplasty procedures on (B)(6) 2006 and (B)(6) 2006. It is unknown which side was implanted on which date. Patient alleges pain, metal shavings, squeaking, enlarged spleen, and fluid build-up. No revision procedure has occurred to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent bilateral total hip arthroplasty procedures on (B)(6) 2006 and (B)(6) 2006. It is unknown which side was implanted on which date. Patient alleges pain, metal shavings, squeaking, enlarged spleen, and fluid build-up. No revision procedure has occurred to date. Additional information received in patient medical records revealed revision procedures were performed on (B)(6) 2014 and (B)(6) 2014. It is unknown which side was revised on which date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-08252 / 08255).